Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 25.7 mmol/l (463 mg/dl) while wearing the pod between 36 and 48 hours on the right thigh. The patient ate lunch when his bg levels rose and he bolused 12 units of insulin. The patient wasn't feeling well and had check up appointment. The doctor advised the patient change out the pod and upon removal the mother noted the cannula was bent. A bolus was administered on the new pod to treat the hyperglycemia. The patient's blood glucose history is as follows: time: bg(mmol/l): 12:02 pm 17.19; 12:53 pm 20.8; 1:21 pm 24.4; 2:01 pm 25.7; 2:15 pm 24.1; 3:15 pm 22.1; 3:58 pm 15.2; 4:22 pm 14.8; 5:29 pm 11.9; 8:21 pm 4.8; 10:00 pm 3.6; 12.00 am 12.9.

Manufacturer narrative:
The device was returned fully deployed with no damage to the soft cannula. Insulin was observed exiting the tip of the soft cannula after turning the ratchet gear. No abnormalities or deficiencies were found that could cause high blood glucose levels.